Manufacturer narrative:
Related MFR # 2916596-2023-08814. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was later reported that the patient expired on hospice on (B)(6) 2023. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, bleeding, renal dysfunction, and death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away while under the care of hospice. The cause was not provided. The outcome was not device or therapy related and the device was not explanted and would not be returned for evaluation. It was later reported that the patient had an intracranial hemorrhage and was on eliquis (apixaban) due to non-compliance with coumadin (warfarin). It was noted that the patient was not on acetylsalicylic acid (asa). The patient had a large acute intraparenchymal hematoma centered in the right parietotemporal lobe measuring approximately 5.0 x 7.3 x 5.6 cm. There was significant surrounding edema. There was also some intraventricular extension and some subarachnoid extension in the adjacent cerebral sulci, interhemispheric fissure and the basal cisterns. There was a significant mass effect, causing a 2 cm of right to left midline shift, a subfalcine, descending transtentorial herniations and possibly tonsillar herniations as well. There was also a significant compression of the right lateral ventricle. The left occipital and temporal horns were enlarged, suggesting entrapment. There was effacement of the cerebral sulci and basal cisterns, suggesting increased intracranial pressure. The patient was in a skilled nursing facility with do-not-resuscitate (dnr) /do-not-intubate (dni) chronic dialysis and a history of recurring bacteremia. The driveline infection was not active. There were no device related issues.